Event description:
Boston scientific received information that this patient is a twiddler and fluoroscopy revealed the right atrial (ra) lead was dislodged with a retracted helix. The pocket was opened and excess lead from both the ra and right ventricular (rv) leads were in the pocket, however, the rv lead was not dislodged and tested normally so the physician left it in place. The ra lead was successfully repositioned. The pacemaker was moved sub-pectorally to avoid another twiddler issue. The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.